Event description:
User experienced a leak from the analyzer after she had replaced the valve body on the water reservoir and could not get it seated properly. The leak extended across the floor and posed a slip hazard. No pt samples were involved. The operator was not harmed. The field service rep. Determined the operator had replaced the o-ring on the reservoir with the incorrect replacement part. He had the operator replace the o-ring with the correct replacement part. Performance tests were performed, which were within spec.